Manufacturer narrative:
The reported event is confirmed; however, the root cause is unk. Visual inspection noted that the post of the fixed anchor had broken off. The broken post of the fixed anchor was found in the collet of the introducer/trocar. The adjustable anchor was intact and had no damage. The introducer/trocar was tested with an in-house implant and a 4.5 lb weight. The introducer/trocar held and release with no problems observed. Further examination with magnification noted that the tip of the fixed anchor was severely bent/rolled. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
It was reported that the handle broke/separated during use. Upon receipt of the actual sample, it was noted that the post on the anchor was off. A second product was used w/o further incident.